Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that the system's flex vision monitor was unable to display, which had impact on imaging. Review of the system log file showed that the connection error with flex vision pc control has been lost. Upon troubleshooting, fse replaced the flex vision pc with hdd and reloaded the software, but the issue still persisted. To resolve this issue, fse replaced the flexvision lcd monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.